Manufacturer narrative:
(B)(4). Continued: this ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported stimulation was lost approximately a year ago. Additionally, the patient last recharged the scs system during the same time-frame. Follow-up identified the ipg could no longer communicate with any external devices and as a result deemed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the original ipg was explanted and replaced with a new model. Effective coverage was achieved postoperatively. The issue is resolved.